Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital due to low blood glucose two days ago. The customer stated that the nurse gave her 5 units of insulin after changing the infusion set, and she started to go low. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Initially the customer called to report receiving a lost sensor alarm when she removed the sensor, and requested assistance with delivering a bolus. No further information was provided.